Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately seven weeks after the implant of a cardiac resynchronization therapy defibrillator (crt-d) system with an absorbable envelope. The patient complained of implant site redness. The patient was hospitalized, and the crt-d system was explanted. A new crt-d system will be implanted upon physician confirmation. No further patient complications have been reported as a result of this event.